Manufacturer narrative:
Product ID 3889-28, lot # v989275, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer.

Event description:
It was reported that a patient experienced no stimulation sensation following a fall about 6 weeks ago and "patient's back hurt a lot." The patient had not been able to communicate with the implantable neurostimulator (ins) since. She kept getting poor communication screen. It was also reported that the patient had fallen again 3 days ago. The patient went down on her right knee and then to the floor. Ins was on the right side. She was not able to make adjustment with the patient programmer to her ins with antenna attached. It was reported that the patient programmer had not been synching with ins for the past month or so. The patient had not had the device helping her symptoms since she fell. Patient's health aid helped her and "it worked." Ins was on program #1. The patient was still having concerns and had an appointment with the physician assistant at her doctor's office on (B)(6) 2012.